Event description:
Per the independent repair center, the customer alleged problem is leaks. The key failure is the valve is leaking. Additional malfunction is the pilot valve is alarming and shutting down.